Event description:
The customer reported the ventilator alarmed due to an oxygen device failed occurrence. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation mode use. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The customer service support advice the customer to connect the o2 to see if the o2 is flowing and performed performance verification testing. The customer followed the instruction and no problem was found. The customer tested the unit and passed all testing. The unit was run for 5 hours and no failure was noted. The customer release the unit for patient use.

Manufacturer narrative:
Out of warranty repair. Customer perform repair.